Event description:
Customer reported that pump declared alarm during the load process. There was no reported adverse impact to customer's blood glucose. Customer was assisted by technical support in loading a new cartridge properly and successfully resumed insulin therapy.